Manufacturer narrative:
(B)(4). Date sent to the FDA: 3/35/2020. The following additional information was obtained: procedure: total knee.

Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device lot number pjj974, and no non-conformance's related to the reported complaint condition were identified. Device evaluation summary: an opened box with three unopened samples of product code sxpp1b412, lot # pjj974 were returned for analysis. The complaint sample was not received. During the visual inspection of three unopened samples, no defects were found on the packages. The samples were opened, and swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, or damaged were observed. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/ packaging criteria were met prior to the release of this batch. Per the condition of the samples received, no performance pull off - suture needle was found, and the tested samples met the finished goods requirements. Representative samples returned to support investigation of 3 device issues captured in reports 2210968-2020-01991, and 2210968-2020-01993. Analysis results have been included in mw reports for each.

Event description:
It was reported that the patient underwent an unknown procedure in (B)(6) 2020 and barbed suture was used. The needle popped off the suture. A like device from another box was used to complete the procedure. There were no patient consequences reported.